Event description:
Edwards sapien s3 26mm transfemoral aortic valve was placed with noted moderate paravalvular leak. Despite 2 add'l inflations there was significant central aortic regurgitation consistent with failure of the leaflets to coapt. Tee demonstrated reversal of flow in the aorta. The decision was made to place a second valve inside the first. FDA safety report ID# (B)(4).